Event description:
The pt was implanted with two leads from the same lot number. It was reported the pt is complaining of pain and the stimulation does not help. The pt stated that the pain is now more diffuse and worsening. The pt turned her scs system off a few weeks ago. The physician is concern the pt has another etiology that is causing her pain. The physician plans to do diagnostic studies and change the pt's medication. Follow-up identified the pt's scs system was removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.